Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer; patient product ID (B)(4), lot # j0333955v, implanted: (B)(6) 2003, product type lead; product ID 3487a-33, lot # j0333955v, implanted: (B)(6) 2003, product type lead.

Event description:
Additional information stated that the patient had his symptoms "investigated by numerous specialists across different states" since the initial report. It was stated that none of the doctors have been able to diagnose the patient. It was further reported that the patient underwent mris and cts "of his whole body to include the sinus cavity" and that "every test had been normal." It was noted that there were "no plans to explant" at the time of this report.

Event description:
It was reported that the patient experienced a shocking sensation. It was further reported that the patient experienced "tingleness all over his body" and a "pin pricking" and "static electricity" sensation across his "whole body." The patient further reported feeling "a little static" while placing his tongue against his gums. The patient reported that this felt like "when you get a nine volt battery and you put it on your tongue." The patient additionally reported "burn marks" and a "welt" on his top left foot where he stated his "nerve endings" were "firing off." It was also reported that the patient felt "a lot of pin pricking" sensations in his foot. The patient also reported that it felt like he was "getting shocked." The patient additionally reported that it felt like "static electricity on his nerves firing off." The patient also noted experiencing a metallic tasted in his mouth, a "massive headache," "sinus pressure," and that the back of his neck "hurt." The patient's implantable neurostimulator was replaced in (B)(6) 2012. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).